Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Measurements were taken using a caliper; through dimensional analysis and comparison to drawings, it was determined that the device was within design specifications when it left zimmer biomet. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. There was no device malfunction found. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant was removed due to peri-implantitis. The patient will have to return for a future implant placement.